Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. A direxion fathom-16 system was selected for use. During the procedure, it was noted that the fathom guidewire broke inside the microcatheter. The catheter was then withdrawn using a syringe and was able to pull the catheter and the guidewire tip out. The procedure was completed with another of the same device. No patient complications reported.